Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto 3 and there was a map shift on the carto 3 system. There were no errors on the carto 3 system. The reporter stated that the catheters were outside of their geometry on the carto 3 system. They remapped twice and the issue persisted. They made a new study and reloaded the carto app and the issue was resolved. No adverse patient consequence was reported. Additional information was received which indicated that the approximate difference in catheter location before and after map shift was several millimeters. The physician did not perform cardioversion prior to the map shift and the patient did not move before detecting the shift. The issue was seen during ablation. Device evaluation details: it was confirmed that the issue was not duplicated after a new study was created and the carto application was reloaded. Field service engineer (fse) went onsite for testing. Acceptance testing procedure (atp) passed. No issues found. The system was ready for use. Carto 3 manufacturer investigated the issue based on the digital study data. It was found that the reported map shift was caused by the user that worked with high and low metal levels. The reported map shift was related to user error. According to carto 3 instructions for use: "when the relative position between the patches remains the same but the position of the heart relative to the back patches has changed (for example, after repositioning the patient's head on a pillow or moving the patient's arm without changing the patient's position on the mattress, or after the patient is cardioverted), the system will not give a warning and an incorrect map (map shift) might be generated." With areas of higher metal than the rest of the fam. Therefore, the issue is defined as user related. The system is ready for use. The history of customer complaints reported during the last year and associated with carto system # (B)(4) was reviewed. Only one similar additional complaint was found. The manufacturing record evaluation was performed on carto 3 # (B)(4), and no internal actions related to the reported complaint condition were identified. Correction: it was noticed incorrect information was reported in field h8. Usage of device of the 3500a initial medwatch. The incorrect information was ¿initial use of device¿ and have now been corrected to ¿reuse¿. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto 3 and there was a map shift on the carto 3 system. There were no errors on the carto 3 system. The reporter stated that the catheters were outside of their geometry on the carto 3 system. They remapped twice and the issue persisted. They made a new study and reloaded the carto app and the issue was resolved. No adverse patient consequence was reported. Additional information was received which indicated that the approximate difference in catheter location before and after map shift was several millimeters. The physician did not perform cardioversion prior to the map shift and the patient did not move before detecting the shift. The issue was seen during ablation.

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).